Event description:
Medtronic received information that following the implant of this transcatheter pulmonary valve implant frequent premature ventricular contractions (pvc) were identified. This impact to the rhythm was reported as probable related to the valve itself and procedure. This required the initiated of a beta block twice daily. Four days following the implant of the pulmonary valve the patient experienced dizziness. Pain medication was administered and a decrease to a beta blocker dosage made and the dizziness resolved 7 days following onset. 18 days following the implant the valve chest discomfort and pain was experienced. While at rest a pain of 8 or 9 out of 10. A short time later, the patient fell over and vomited yellow bile. The patient was pale, sweaty, and weak. Chest discomfort was still present but the pain subsided to a 3 out of 10. A 48-hour monitor showed predominant rhythm was a normal standard rhythm with one isolated instance of premature atrial contractions and 24 isolated premature ventricular contractions (pvc). Electrocardiogram (ECG) showed sinus bradycardia with right axis deviation. Two transthoracic echocardiograms (tte) showed a normal-well positioned pulmonary valve, with no effusions present. No treatment reported for the chest pain or discomfort. The chest pain was pain was reported to have resolved 2 days following onset. The physician reported that the chest pain and associated symptoms were not related to the valve nor to the procedure. The cause was not reported. Approximately 1 month later pvc event was considered resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: harmony-dcs, product lot/serial number: (B)(6), product type: delivery catheter system, implant date n/a, explant date n/a, product analysis: the device remained implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID harmony-dcs; product lot/serial number (B)(6) ; product type: delivery catheter system; implant date n/a; explant date n/a updated/corrected data: h10 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.